Event description:
Customer's mother reported via phone, the insulin pump was not delivering insulin. Customer has reverted to back up plan as customer has been experiencing high blood glucose levels and the device hasn't alarmed no delivery. Customer's mother believes the battery might have leaked as there were brown stains. Customer's mother was advised the device need to be replaced due to possible corrosion inside. Customer's mother reported the customer had fallen down the stairs and may have caused the discoloration. The drive support cap was normal. High pressure test was not performed. Customer's mother agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with no moisture damage or corrosion in battery tube noted. The no delivery alarm functioned properly. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked reservoir tube lip, broken belt clip slot at battery tube threads area, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.